Event description:
It was reported the patient presented to the emergency room due hearing to a patient alert every four hours. It was found there were no episodes other than the right ventricular (rv) lead superior vena cava (svc) coil impedance being below 20 ohms on two different dates. The svc coil was turned off and the patient was referred to follow up with their primary cardiologist. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5071 implantable pacing lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011. (B)(4).